Event description:
It was reported that during the right ica (internal carotid artery) large cerebral aneurysm case, the operator placed the subject stent in the target site. However, there was an incomplete subject stent apposition. Thus, the post-dilatation was performed twice on the distal end. The patient is stable. No additional treatment was required. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the right ica (internal carotid artery) large cerebral aneurysm case, the operator placed the subject stent in the target site. However, there was an incomplete subject stent apposition. Thus, the post-dilatation was performed twice on the distal end. The patient is stable. No additional treatment was required. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. No excessive force was applied at any point while advancing the stent within the microcatheter. No damage was noted to the stent or the stent delivery wire (sdw). The position of the stent was confirmed under fluoroscopy. The patient¿s anatomy was severely tortuous. The condition being treated was large cerebral aneurysm and the anatomical location of the treatment site was right internal carotid artery (ica) (cavernous sinus). The stent itself was placed in the target site. However, there was incomplete stent apposition. Thus, the post-dilatation was performed, and it was performed twice on the particular concern on the distal end. The patient is stable at present, and there is no additional treatment. There was no surgical delay. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event 'stent failed/unable to open¿.